Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for false negative mrsa flags with when using phoenix panel pmic/ID-106 (448606) batch number 3038364. The customer provided phoenix generated lab reports, binary files, an isolate and panels for the investigation. Review of the customer provided lab reports shows that false sensitivity to cefoxitin and oxacillin for an isolate identified as staphylococcus aureus by the phoenix. To investigate, one customer returned panel of batch 3038364 was inoculated with customer returned isolate s. Aureus and placed in a phoenix m50 to observe for mrsa flags. Next, five retention panels of complaint batch 3038364 was inoculated with customer returned isolate s. Aureus and placed in a phoenix m50 to observe for mrsa flags. Last, two control panels from the same material but different batch was inoculated with customer returned isolate s. Aureus and placed in a phoenix m50 to observe for mrsa flags. All eight panels returned the isolate with rule 1542 (mrsa) flags; therefore, this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed three additional complaints on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106 that there was false susceptibility. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): incorrect susceptibility. 1. What result did the customer obtain from the bd product? Mssa. 2. What result was the customer expecting to obtain (if different from the obtained result) confirmatory testing resulted mrsa. Customer states confirmatory testing showed mrsa, phoenix did not.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: (B)(6)2023 h.6. Investigation summary: this complaint is not confirmed. This complaint is for false negative mrsa flags with when using phoenix panel pmic/ID-106 (448606) batch number 3038364. The customer did not provide phoenix generated lab reports but provided an isolate and panels for investigation. To investigate, one customer returned panel of batch 3038364 was inoculated with customer returned isolate s. Aureus and placed in a phoenix m50 to observe for mrsa flags. Next, five retention panels of complaint batch 3038364 was inoculated with customer returned isolate s. Aureus and placed in a phoenix m50 to observe for mrsa flags. Last, two control panels from the same material but different batch was inoculated with customer returned isolate s. Aureus and placed in a phoenix m50 to observe for mrsa flags. All eight panels returned the isolate with rule 1542 (mrsa) flags, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed three additional complaints on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106 that there was false susceptibility. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes detailed erroneous results (include # of errors and type): incorrect susceptibility. 1. What result did the customer obtain from the bd product? Mssa 2. What result was the customer expecting to obtain (if different from the obtained result) confirmatory testing resulted mrsa customer states confirmatory testing showed mrsa, phoenix did not.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd phoenix¿ pmic/ID-106, there was a false susceptible result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ pmic/ID-106, there was a false susceptible result. There was no report of patient impact.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106 that there was false susceptibility. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): incorrect. Susceptibility 1. What result did the customer obtain from the bd product? Mssa. 2. What result was the customer expecting to obtain (if different from the obtained result) confirmatory testing resulted mrsa. Customer states confirmatory testing showed mrsa, phoenix did not.